Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.